Manufacturer narrative:
Phone number: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
Healthcare professional reported right side recall concern, rupture, linguine sign, ¿a thin smooth morphology capsule enhancement around this, not suspicious morphology and likely related to the rupture¿, "small pericapsular fluid collection inferiorly and in the upper inner quadrant at the medial implant margin, there is a small focus (6mm) of silicone that looks to be outside the implant capsule ¿ ¿suspicious for a small volume extra capsular rupture but there is no other evidence for extra capsular rupture¿. The device remains implanted.